Event description:
It was reported that catheter issue occurred. An opticross 18 peripheral imaging catheter was selected for use. The catheter was placed over a .018 guidewire and advanced successfully to the target lesion area. Imaging was turned on but only a dark image appeared. The catheter was flushed but that did not improve the image. After checking the electrical connection between the catheter and console, it was decided to remove the catheter. At this point it was observed that the guidewire was entangled around the catheter. The catheter was ultimately able to be removed without losing recanalization. A new device, same model was used to complete the procedure. There were no patient complications.

Event description:
It was reported that catheter issue occurred. An opticross 18 peripheral imaging catheter was selected for use. The catheter was placed over a .018 guidewire and advanced successfully to the target lesion area. Imaging was turned on but only a dark image appeared. The catheter was flushed but that did not improve the image. After checking the electrical connection between the catheter and console, it was decided to remove the catheter. At this point it was observed that the guidewire was entangled around the catheter. The catheter was ultimately able to be removed without losing recanalization. A new device, same model was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and technical analysis was completed. Visual inspection revealed the imaging window assembly was twisted. To inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. No damage was found within the telescope and sheath section of the device. Microscopic examination revealed that the guidewire exit port and tip were in good condition and the imaging window was twisted. The impedance test shows an electrical open proximal waveform between 150 and 160 cm from the distal housing. Functional testing was performed by inserting a test guidewire, and no indication of resistance in tracking the guidewire into the catheter was noted.